Event description:
Pt's 5fu infuser leaked overnight. Chemo noted to have leaked from flow restrictor. Pt stated there was white crusty stuff on her body and she cleaned it this morning before coming to the hosp. At the hosp, cleaned pt's body with chlorhexidine preparation and dried. Pt denied any itchy feeling and no open spots on skin. FDA safety report ID# (B)(4).